Event description:
It was reported that a message was received that the analyzer would not communicate with the programmer. The analyzer was replaced and the message came back. It was also reported that the replacement analyzer had a crooked connector. Technical support (ts) suggested replacing the 2nd analyzer. The programmer and the 2nd analyzer were returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2090w, programmer. Product ID: 2067l, rf (radio frequency) head. (B)(4).